Manufacturer narrative:
Section d4: catalog number corrected. Section d6b: date of explant corrected. Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not confirm a device-related issue. The device was returned assembled with the pump cable cut approximately 9¿ from the pump header. The outflow graft and the outflow graft bend relief were not returned. The apical cuff was not returned. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device showed the flow gradually decreasing on (B)(6) 2024, before reaching 0 liters per minute (lpm). Flow remained at 0 lpm for the remainder of the log file. The specific cause of the decline in flow could not be determined. After cleaning, pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis as an adverse event that may be associated with the use of the hm 3 lvas. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management" lists thromboembolism as a potential late postimplant complication and contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient's thrombosis occurred while on cardiopulmonary bypass (cpb) and extracorporeal life support (ecls). After ecls exchange, the heartmate 3 flow would not increase.

Event description:
It was reported that the patient had heparin-induced thrombocytopenia (hit) and thrombosis. The patient's complete blood profile (cbp) was taken, and their flow decreased. Red heart and low flow alarms were noted. The patient underwent a pump exchange. Inotropes were initiated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.